Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by a power supply board failure or main circuit board failure. Since more than 6 years have passed since the subject device was manufactured, it is considered to be a failure due to aging deterioration.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported a high definition lcd monitor is experiencing intermittent issues with powering up and displaying a proper image. There is no patient impact related to this occurrence.